Manufacturer narrative:
Continuation of d10: product ID 8709, serial# (B)(6), implanted: (B)(6) 2003, explanted: (B)(6) 2021, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the patient had reported no change in activity and no falls. Out of the blue, the pump didn¿t seem to be working. The dose was titrated 3 times with no improvement. A dye study showed an issue at the catheter connector. The patient was taken to surgery for a catheter revision. In the or (operating room) a leak was seen where the catheter connected to the pump. During the procedure, the old connector was replaced with a new sutureless connector. The spinal segment of the catheter remained the same. There were no reported environmental, external, or patient factors that may have led or contributed to the issue. The issue was noted to be resolved.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2003, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 03-apr-2005, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving clonidine (765 mcg/ml at 203.72 mcg/day) and morphine (10 mg/ml at 2.663 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that he was having an issue with his pump, and he thought that it was only working every other day. The issue started about a month ago. He stated that some days he felt he was getting too much medication while other days he was hardly getting any and it was debilitating because of the extreme pain. He stated that he also ended up in the hospital because of this for 4-5 days with something called ¿broken heart disease¿. The patient stated he told his hcp (healthcare provider) his blood pressure was too high, and he was in more pain, so his hcp agreed to do a dye study and confirmed that something was not right.